Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the casing at the tip of the white power lead was pulled away. The patient underwent a system controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the white power cable was confirmed via visual inspection. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with a damaged strain relief of the white power cable. A log file was downloaded for review that showed events spanning approximately 14 days (30jul2024 ¿ 14aug2024, per timestamp). Events occurring on 14aug2024 were recorded during testing at abbott labs. The driveline was disconnected on 02aug2024 at 11:17:02 for a system controller exchange. Irregular relative state of charge (rsoc) flags were captured in the file, but no irregular alarms were triggered during testing and the mock loop pump was supported for the duration of testing. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system. The damage to the power cable strain relief did not affect the controller's ability to operate the pump at a set speed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller and its power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.